Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system w/prn leaked during use. There was no report of exposure, serious injury or medical interventions.

Manufacturer narrative:
A sample and a photo were received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. Laboratory observations of the returned sample revealed a small split on the catheter about 3 mm from the catheter adapter. The most likely root cause for this failure mode is an abnormality in the raw materials of the device. No formal corrective actions are required at this time.